Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
It was reported that the patient had lost significant weight, leading to discomfort at the ipg site due to sagging. As a result, on (B)(6) 2021, the physician re-located the patient's ipg. Surgical intervention resolved the issue.